Event description:
Per the clinic, the revision surgery was performed under general anesthesia.

Event description:
Per the clinic, the patient reportedly developed a postoperative hematoma from initial implantation surgery and underwent multiple aspirations (specific dates not reported). Aloe vera was recommended to be applied on the incision site (specific date not reported). The patient later was administered a corticosteroid (specific type, date and duration not reported) for cellulitis and on (B)(6) 2026, the patient was administered a topical a&e ointment. On (B)(6) 2026, the patient experienced a skin breakdown at the anterior superior edge of the osia implant magnet site and extrusion was noted. The patient reportedly was taking oral antibiotics (cephalexin) for 1 week (specific date not reported). The patient subsequently underwent a revision surgery on (B)(6) 2026 to reposition the implant magnet and revise the skin flap to cover the defect. During the surgical procedure, the patient was treated with a topical antibiotic (vancomycin) powder and IV antibiotic (ancef). Postoperatively, the patient was administered oral antibiotics (cephalexin) (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.